Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a return of pain. Pt reports she fell about 2 days after implant, had loss of pain relief. Unable to achieve same pain relief as with trial, xray of leads on 4/16 showed lead migration which is assumed to have occurred after her fall. Percs removed and replaced with paddle. The issue was resolved with lead revision. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). Rep confirmed they were made aware on 04/13.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 11-aug-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 11-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.